Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system also found that no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review for the device(s) involved with this reported event found no non-conformances were identified to be related to this complaint. The following concomitant products were used during the procedure: endoscope plus 30 degree, monopolar curved scissors, medium-large clip applier, tip-up fenestrated grasper, fenestrated bipolar forceps, large suture cut needle driver, vessel sealer extend. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a partial hepatectomy. An injury occurred while extracting the specimen. The bleeding that occurred and the impact it may have had is unclear, and there are somewhat conflicting accounts as to the details of this bleed. It is unclear how or if that event contributed to the eventual demise of the patient. While the cause of death is also not confirmed, there was suggestion that a gas embolism may have occurred. Gas embolism can occur at the time of minimally invasive surgery due to insufflation of co2. There are no details as to how a gas embolism occurred nor the details of how it was diagnosed. It is also unknown if or how this may have contributed to the eventual death of the patient. There is no allegation against any intuitive surgical product. Based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that a patient expired post-operatively after a 5.5 hour da vinci-assisted partial hepatectomy - wedge resection. A surgeon informed the intuitive clinical sales representative that the patient outcome and post-operative complications were not related to the da vinci products; there were no issues with the da vinci products used during the procedure. One assisting physician reported that an unspecified vein was damaged while removing a portion of the liver. The robotic portion of the procedure was not yet complete when the injury occurred. The estimated blood loss was unknown; blood transfusions were administered; it was unknown what other interventions were performed. It was reported that the patient also experienced a gas embolism; treatment for the gas embolism was unknown. The physician did not know if the patient¿s deteriorating post-operative condition was related to the intra-operative vascular injury, or the gas embolism. Another assisting surgeon reported that there was no unexpected vascular damage during the procedure, the bleeding was within the expected range for the procedure, and the blood transfusions administered were not due to unexpected bleeding. The patient developed a post-operative gas embolism, but the details of the patient¿s post-operative course was unknown. No additional information was provided.